Event description:
There was no patient involvement. It was reported by field service agent (fsa) that the log files showed high baseline error. As a result, the mforce driver was replaced as a precaution. The unit checked out ok.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline alarm" is not confirmed. The returned m-force motor driver assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported by field service agent (fsa) that the log files showed high baseline error. As a result, the mforce driver was replaced as a precaution. The unit checked out ok.